Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during npwt utilizing renasys touch and renasys 15 fr channel drain a kit, the message of blockage alarm displayed on the screen. Air was taken in by piercing the filter part of the t-piece with a needle and the alarm not stopped. The problem was solved by using a smith and nephew backup device. There was no patient harm. There was no delay. This kit is still in use and will not be returned.